Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. No evidence of power reboots was found in the black box. ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the original complaint, moisture was observed through the display lens. A leak test failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened and moisture was found on the oled, the force sensor and on power printed circuit board. No evidence of physical damage was found on the battery cap or the battery compartment threads. The battery compartment was cracked in two places; however, leaks were not found at these locations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any physical damage to the pump or presence of moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.